Event description:
Caller reported experiencing a cartridge alarm during the load process but did not encounter any adverse impact on their blood glucose level. Customer, assisted by technical support, attempted to load a new cartridge, but the cartridge alarm persisted, leading to the decision to replace the pump. The replacement pump would come with updated software, and the caller was instructed on returning the defective pump, setting up the replacement, and ensuring insulin delivery continuity through multiple daily injections until the new pump's arrival.